Event description:
The customer reported that during reprocessing of the subject device, there was an obstruction located in the instrument channel port at the 15 mark. There was no patient or user impact reported. The subject device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. During inspection and testing of the returned device, service confirmed the customer¿s reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes - deformation of the forceps channel. - breakage of the instrument. - foreign material in the forceps channel. The event can be detected/prevented by following the instructions for use: ·operation manual. 3.8 inspection of the endoscopic system. - inspection of the instrument channel and forceps elevator. ·operation manual. Important information ¿ please read before use. - precautions. ·operation manual. 3.6. Inspection of ancillary equipment. ·operation manual. 4.3. Using endotherapy accessories. ·reprocessing manual. 5. Reprocessing the endoscope (and related reprocessing accessories). ·reprocessing manual. 7. Reprocessing endoscopes and accessories using an aer/wd. During the device evaluation, service found scattered rgb dots scattered in the image. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.